Event description:
Additional information was received from the patient. They reported that the cause of the ins not working was a device malfunction. They stated that they fell on vacation five years ago in october and shattered their pelvis in 4 places. Both their bladder stimulator and spinal stimulator located there stopped working. They stated the cause was unknown but they suspected it was due to the fall. They stated that the spinal stim was working now due to the manufacturing representative (rep).they stated that the bladder stimulator was not replaced but must be so they could have mris. They also stated they had no bladder control. They hadn't been able to replace it or even see if it was working. When asked what steps were taken to resolve the issue they stated that the bladder stimulator would be removed and a new one put in on (B)(6) 2024. When asked about the falls affect they stated it was unknown but that it had ceased to work. They had sepsis 2 years prior to the fall and it affected their lungs, heart, and kidneys. They stated that the stimulator was the only implant that prevented MRI's to tell/show any affects to the back fusions due to restrictions. They stated that they still lived in continuous pain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient's bladder stimulator hasn't worked for quite some time. Caller states the patient had a fall about 5 years ago and it might have disconnected the device. Caller stated the patient was in the hospital and in rehab because they broke their pelvis. The caller stated that the patient intends to get a new system implanted, and inquired about how the procedure will affect other devices. Agent reviewed expectations. The patient was redirected to their healthcare provider to further address the issue.